Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eccentric tip syringe with precisionglide¿ needle had foreign matter in the barrel before use. This occurred on 3 separate occasions. The following information was provided by the initial reporter: there is fluid in the barrel before use.

Event description:
It was reported that bd eccentric tip syringe with precisionglide¿ needle had foreign matter in the barrel before use. This occurred on 3 separate occasions. The following information was provided by the initial reporter: there is fluid in the barrel before use.

Manufacturer narrative:
H.6. Investigation: photo evaluation: ¿ 1 photo was returned for evaluation. From the photo, observed a liquid inside the syringe barrel and tip. From the photo the liquid inside the syringe barrel and tip suspected silicone which was only liquid material spray on syringe barrel in syringe assembly process. The complaint is confirmed and product is out of specification. Based on the machine history recorded, there was replacement of silicon gun #5 & #8 due to silicone content result showed at minimum side. The possible root cause could due to the dispensing timer not adjusted or calibrated after replacement of silicon gun. There was revised manufacturing setup specification for syringe assembly (B)(4) to perform calibration upon silicon begun change at the line on (B)(6) 2018. The reported batch produced on mfg date: (B)(6) 2018 before action taken. (B)(4) was initiated.